Event description:
Approx 9 1/2 months after a coronary drug eluting stenting treatment procedure, the pt had an acute myocardial infarction. In 2003, the physician had direct stented a proximal lad lesion with a taxus express2 8.8% 3.50 x 12 mm drug eluting stent. No procedural complications were reported. The pt returned 9 mos later with an acute myocardial infarction and was found to have 100% occlusion of the previously stented vessel (lad). The physician performed thrombus extraction with the pronto extraction catheter and was able to restore flow through the lad, with the exception of the most distal segment of the lad. He attempted to treat that segment by crossing with a supersoft wire, but was unable to do so. Reopro and heparin were administered during the procedure. Plavix and "albyl-e" were to be administered for follow-up for 12 months. The pt is reported to be in satisfactory/good condition.